Event description:
During a tonsillectomy the inside of the pt's mouth was burned by the cautery device.

Manufacturer narrative:
This event was reported to us by medline with customer info redacted. Megadyne has received no similar reports from our customers and the device has not been returned for eval. Without an eval of the device or add'l info regarding the event we are unable to confirm the report. Medline's report suggests a potential cause for which there appears to be no evidence (i.e. Improperly seated electrode). The most likely causes of this type of injury related to the electrode include, but are not limited to, direct contact with the activated or heated electrode tip, corona discharge, and capacitive coupling. These causes are related to improper use. A review of the product history reveals this to be a reliable component of electrosurgery and we are unable to establish a causal relationship between the proper installation and use of the device and the reported event. Megadyne does not consider this to be a reportable event since there is no evidence to reasonably suggest malfunction has occurred, or that a serious injury has occurred, or that intervention was required to prevent a serious injury.